Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent chemotherapy. As a result, the patient did not recharge or use her scs system. It was also reported the patient's ipg is now inoperable and the patient is unable to establish communication between her ipg and external devices. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.